Manufacturer narrative:
The customer performed troubleshooting with the assistance of a beckman customer technical specialist (cts) and replaced the defective buffer syringe to resolve the issue. The customer confirmed normal analyzer operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erratic patient results on ion selective electrode (ise) sodium, potassium and chloride involving their dxc 700 au clinical chemistry analyzer. The customer indicated there were five patient results reported outside the laboratory. Upon re-analyzing, patient results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.